Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of adverse event ("adverse event nos") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced adverse event (seriousness criteria medically significant and intervention required). The patient was treated with surgery. At the time of the report, the adverse event outcome was unknown. The reporter considered adverse event to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media:adverse event. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('I am headed for a hysterectomy due to excessive bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "I didn't have to go back for occlusion test". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), drug hypersensitivity ("nsaid allergy"), headache ("she get a pounding headache"), rash macular ("she get a red and blotchy."), complication of device insertion ("apparently one side went well but the other side not so much. They (my doctor and rep) could not get the second coil in/ one has both a clip and essure and the other just has the clip"), depression ("depression"), anxiety ("anxiety"), nausea ("nauseous"), haemorrhage ("some bleeding"), urticaria ("worst hives ever") and post procedural complication ("post tubal ligation syndrome"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the genital haemorrhage, drug hypersensitivity, headache, rash macular, complication of device insertion, depression, anxiety, nausea, urticaria and post procedural complication outcome was unknown. The reporter considered anxiety, complication of device insertion, depression, drug hypersensitivity, genital haemorrhage, haemorrhage, headache, nausea, post procedural complication, rash macular and urticaria to be related to essure. The reporter commented: plaintiff undergone hysterectomy on (B)(6). As per social media content- tubal ligation done along with essure insertion as one essure device could not be inserted. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. New event post tubal ligation syndrome was added. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced drug hypersensitivity ("nsaid allergy"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and drug hypersensitivity outcome was unknown. The reporter considered drug hypersensitivity and medical device removal to be related to essure. The reporter commented: pliantiff undergone hysterectomy on 2/25 concerning the injuries reported in this case, the following one/ones were reported via social media:drug hypersensitivity and medical device removal quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 13-nov-2019: social media received. This case become incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of adverse event ("adverse event nos") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced adverse event (seriousness criteria medically significant and intervention required). The patient was treated with surgery. At the time of the report, the adverse event outcome was unknown. The reporter considered adverse event to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: adverse event. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of drug hypersensitivity ('nsaid allergy') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced drug hypersensitivity. At the time of the report, the drug hypersensitivity outcome was unknown. The reporter considered drug hypersensitivity to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media:adverse event. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2019: social media received. Event: adverse event nos were updated to nsaid allergy .fu 2 and 3 processed together. On 10-oct-2019: social media received. Reporter's information updated. Fu 2 and 3 processed together.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('I am headed for a hysterectomy due to excessive bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "I didn't have to go back for occlusion test". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), drug hypersensitivity ("nsaid allergy"), headache ("she get a pounding headache"), rash macular ("she get a red and blotchy."), complication of device insertion ("apparently one side went well but the other side not so much. They (my doctor and rep) could not get the second coil in/ one has both a clip and essure and the other just has the clip"), depression ("depression"), anxiety ("anxiety"), nausea ("nauseous") and haemorrhage ("some bleeding"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the genital haemorrhage, drug hypersensitivity, headache, rash macular, complication of device insertion, depression, anxiety and nausea outcome was unknown. The reporter considered anxiety, complication of device insertion, depression, drug hypersensitivity, genital haemorrhage, haemorrhage, headache, nausea and rash macular to be related to essure. The reporter commented: plaintiff undergone hysterectomy on (B)(6) as per social media content- tubal ligation done along with essure insertion as one essure device could not be inserted. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: new event some bleeding was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy/surgery was overnight') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced drug hypersensitivity ("nsaid allergy"), headache ("she get a pounding headache") and rash macular ("she get a red and blotchy."). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, drug hypersensitivity, headache and rash macular outcome was unknown. The reporter considered drug hypersensitivity, headache, medical device removal and rash macular to be related to essure. The reporter commented: plaintiff undergone hysterectomy on (B)(6) 2020. Concerning the injuries reported in this case, the following one/ones were reported via social media:concerning the injuries reported in this case, the following one/ones were reported via social media: drug hypersensitivity, medical device removal, headache , rash macular . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2020: social media received event " she get a pounding headache and she get a red and blotchy" were added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('I am headed for a hysterectomy due to excessive bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "I didn't have to go back for occlusion test". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), drug hypersensitivity ("nsaid allergy"), headache ("she get a pounding headache"), rash macular ("she get a red and blotchy."), complication of device insertion ("apparently one side went well but the other side not so much. They (my doctor and rep) could not get the second coil in/ one has both a clip and essure and the other just has the clip"), depression ("depression"), anxiety ("anxiety") and nausea ("nauseous"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the genital haemorrhage, drug hypersensitivity, headache, rash macular, complication of device insertion, depression, anxiety and nausea outcome was unknown. The reporter considered anxiety, complication of device insertion, depression, drug hypersensitivity, genital haemorrhage, headache, nausea and rash macular to be related to essure. The reporter commented: plaintiff undergone hysterectomy on 2/25 as per social media content- tubal ligation done along with essure insertion as one essure device could not be inserted. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: follow-up received from social media reporter information and event depression and anxiety added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('I am headed for a hysterectomy due to excessive bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "I didn't have to go back for occlusion test". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), drug hypersensitivity ("nsaid allergy"), headache ("she get a pounding headache"), rash macular ("she get a red and blotchy.") And complication of device insertion ("apparently one side went well but the other side not so much. They (my doctor and rep) could not get the second coil in/ one has both a clip and essure and the other just has the clip"). The patient was treated with surgery (hysterectomy). At the time of the report, the genital haemorrhage, drug hypersensitivity, headache, rash macular and complication of device insertion outcome was unknown. The reporter considered complication of device insertion, drug hypersensitivity, genital haemorrhage, headache and rash macular to be related to essure. The reporter commented: plaintiff undergone hysterectomy on 2/25 as per social media content- tubal ligation done along with essure insertion as one essure device could not be inserted. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('I am headed for a hysterectomy due to excessive bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "I didn't have to go back for occlusion test". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), drug hypersensitivity ("nsaid allergy"), headache ("she get a pounding headache"), rash macular ("she get a red and blotchy."), complication of device insertion ("apparently one side went well but the other side not so much. They (my doctor and rep) could not get the second coil in/ one has both a clip and essure and the other just has the clip"), depression ("depression"), anxiety ("anxiety"), nausea ("nauseous"), haemorrhage ("some bleeding") and urticaria ("worst hives ever"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the genital haemorrhage, drug hypersensitivity, headache, rash macular, complication of device insertion, depression, anxiety, nausea and urticaria outcome was unknown. The reporter considered anxiety, complication of device insertion, depression, drug hypersensitivity, genital haemorrhage, haemorrhage, headache, nausea, rash macular and urticaria to be related to essure. The reporter commented: plaintiff undergone hysterectomy on (B)(6). As per social media content- tubal ligation done along with essure insertion as one essure device could not be inserted. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: information received via social media. Event" urticaria¿ was added. Reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.